Event description:
During the operation, the doctor did the patency test and found that no water came into the reservoir. A slit was noted at the inlet occluder.

Manufacturer narrative:
(B) (4). The valve was not patent and did not meet the requirements for leak testing due to a large tear in the proximal occluder. This precluded reflux testing as well as measurement of pressure flow characteristics and preimplantation testing. Another tear was found in the side of the reservoir. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of manufacture.